Event description:
Customer stated that at some time following vaginal hysterectomy and pedicle ligation, the pt began to bleed internally. Pt was returned to the operating room for re-exploration and repair. At re-operation, the physician observed that bleeding was confined to the retroperitoneal space. The six pedicles that were ligated were observed to have retracted into the retroperitoneal space. No sutures were observed on the previously ligated pedicle. Pt was given 2 units of whole blood. Physician's opinion is that sutures prematurely dissolved or broke which then allowed the pedicle blood vessel to retract into the retroperitoneal space. Pt is reported to have successfully recovered from the event with no further complications noted.